Event description:
Twin a, the product of a 22 week gestation was being resuscitated with a neonate manual resuscitator for one of a series of episodes of oxygen desaturation. The nurse ambued the pt without result. After several moments and a number of interval actions the device was switched for a different one and the pt's oxygen saturations increased to the 90's. Upon inspection of the device it was apparent that a locking ring normally contained in the sealed portion of the neck of the device was not present. The pt returned to baseline following the incident.